Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, pump use was continued, and customer was instructed to call back if malfunction appeared again.